Event description:
It is reported that a customer experienced low blood glucose of 49 mg/dl a week prior to having high blood glucose of 435 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated their insulin pump went into a threshold suspend and that the regarding on their sensor has been displaying the wrong readings between the sensor and blood glucose. The customer stated that none of the issues resulted in a serious injury of hospitalization. The customer was advised to call the help line if the issue happens again the customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.